Event description:
(B)(4) -the dealer reported that the l-3r scooter ignition switch was not logging off completely, and it would continuously drain the batteries very quickly. There was no patient injury reported.